Event description:
It was reported that patient underwent surgical procedure 2008, utilizing an allthread peek suture anchor. When anchor was opened, a crack was noted in the central body of the implant; implant was not attempted for use.

Event description:
It was reported that patient underwent surgical procedure in late 2008 utilizing an all thread peek suture anchor. When anchor was opened, a crack was noted in the central body of the implant; implant was not attempted for use.

Manufacturer narrative:
Examination of returned device found evidence of product non-conformance. There have been no trends identified related to this type of event. This report filed december 22, 2008

Manufacturer narrative:
The component was forwarded to the vendor for evaluation. Additional testing performed by vendor found evidence to suggest bending overload.